Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they were having issues with their ion selective electrode (ise) results on multiple patient samples. The customer performed calibration and ran quality controls (qc) several times, which passed. The customer removed the ise and placed them on an alternate instrument, calibrated and ran qc and the results were within expected range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed, cleaned, inspected and replaced the ise module. The cse disconnected and reconnected all connections. The cse performed a hot water flush on base and buffer tubings, and performed ise wash. The cse performed coefficient of variation checks, calibrations and qc, which passed. The cause of discordant electrolytes results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported discordant electrolyte results on multiple patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s), who questioned them. The customer reran the samples on an alternate instrument and obtained corrected results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant electrolyte results.